Event description:
In 2001, pt underwent left femoral artery endarterectomy with patch angioplasty for stenosis with implantation of a vascu-guard graft. Five months later, pt presented with a pseudoaneurysm, which was repaired with suturing. Repeated bleeding from the patch site occurred two weeks later. The entire side of the patch pulled away from the artery. It was removed and replaced with vein the following month. Explanted product returned to MFR.